Event description:
I had essure implanted in 2008. During the implantation, one of the coils broke, the doctor was able to retrieve it, and insert another one. Immediately following the procedure, I became very lightheaded, almost passed out, and my blood pressure spiked. Shortly after, I started having left side pelvic pain which I reported to my gynecologist, and was told it was normal. Pain has since progressed into left side pelvic pain, back pain, hip pain, and pain going down my left leg to the knee and sometimes foot. I experience constant muscle spasms in these areas as well, causing a significant amount of pain. Since having the implants, I am normally bloated around the midsection. This bloating can disappear for a few days, and return within a day so it's not weight gain. My periods have been irregular, and I have experienced fatigue due to hypothyroidism diagnosed after essure coils were implanted. I have had several imaging tests, none of which can pinpoint a source of the pain. I have had three cortisone shots to try to diagnose and relieve pain, all unsuccessful. I am having coils removed on (B)(6), 2014.